Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was carried out on the returned screws. The screws show heavy signs of use. The screw heads are heavily marked. The screws have fractured where the screw shafts meet the screw heads. The complaint is confirmed. A determination cannot be made as to what caused the screws to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d9, h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00179. Concomitant medical products: 1.5mm system high torque (ht),sd,x-dr,scr,5/pk 1.5mm x 5mm, part# 95-6105, lot# 565170. Distributor listed as (B)(6). Report source (B)(6).

Event description:
It was reported that two (2) screws fractured upon insertion. Attempts have been made and no further information has been provided.